Event description:
It was reported that an x-ray was performed one day post implant and showed that this right ventricular (rv) lead dislodged. A revision procedure was performed. The lead was successfully repositioned and remains implanted and in service. No additional adverse patient effects were reported. If pertinent information is provided in the future, a supplemental report will be submitted.